Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant finds bridge strength is standardized and a testing percentage is set. A visual evaluation of the device showed it was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle. The knot is not tightened down. The t1 is broken at a suture hole and missing a small piece. The actuator is in the pre-t2 position. There is bio debris on the needle. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation showed that the device cycled as intended. The t1 implant is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t1 of the fast fix device failed to secure at the meniscus. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported. Preliminary results of investigation have concluded that the t1 was broken at a suture hole.

Manufacturer narrative:
Internal complaint reference: (B)(4). The sample is under evaluation by the manufacturing site.